Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases were broken and contaminated, that the battery release and battery drawer were contaminated, that the bail cover and one bail were missing, one bail cover and the ring cover were broken, the battery contacts were compressed, the ring was bent, the keyboard was scratched, the serial number label was torn, the lead flex cover was corroded, the battery drawer o-ring was missing and the liquid crystal display was out of specification in an electrical manner, it was missing pixels. The generator was to be scrapped in-house. (B)(4)

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.